Event description:
Flexible ureteroscope/choledochoscope used for extraction of 2 stones in renal pelvis (procedure scheduled as ureteroscopy). Scope brought to facility on day of procedure at request of surgeon. Pt suffered hyperabsoption of water and subsequently died. At risk mgmt review on 7/28/95 it was felt that the diameter of the scope inhibited any return to bladder of irrigating fluids; there were questions regarding the safety of utilizing/marketing this scope for pediatric ureteral procedures. (Co's rep was present in or during prodcedure).